Event description:
Pt -- following augmentation of screw fixation during a revision posterior spinal arthrodesis. A ball-tipped feeler was then used to confirm position in the pedicle. Three milliliters of crs bone cement were placed through the pedicle into the vertebral body under fluoroscopic guidance for pedicle-screw augmentation. There was confirmed excellent position. At that time, the systolic blood pressure decreased abruptly from 110 to 55 mm hg and the end tidal carbon dioxide tension decreased from 35 to 15 torr. Pt died approx sixty minutes later.